Event description:
It was reported that the product failed the hospital's insulation test because the insulation was cracked at the distal tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product failed the hospital's insulation test because the insulation was cracked at the distal tip.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed a crack on the distal end of the insulation. The unit was tested for cracks using an insulation scan test and the unit failed. Probable root causes could be multiple uses of flash sterilization, rapid cooling after sterilization and/or contact with metal tray during sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.